Manufacturer narrative:
The insulin pump was received with no up and down button response due to flattened button dome switch. Unable to select for language options and performed functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self test, unexpected restart test and all operating current test due to no button response. No unexpected pump reset noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that they received an alarm after changing the battery. The customer's blood glucose was 320 mg/dl at the time of incident. The customer stated that they were able to clear the alarm. The customer stated that they tried to reset the time but the insulin pump kept asking to reset the time over and over. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.